Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a procedure on (B)(6) 2013 to treat a gastric ulcer. According to the complainant, during the procedure, the clip would start to deploy prior to initiating deployment with the handle. The clip was able to attach to tissue and was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: investigation results revealed the sheath to be torn and cut.

Manufacturer narrative:
(B)(4) for the investigation results of over sheath torn/cut. A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The over sheath had a small cut and is torn with two holes at the distal end. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.